Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? Another trocar port had to be inserted and another stapler used to staple over the one already made. What troubleshooting steps were attempted to open the device (for example, squeezing the latch trigger while simultaneously pressing the anvil release button, blade reverse switch, manual override)? Almost all of the above were attempted except manual override. Did the jaws finally open? No. Could you clarify if there were consequences for the patient? No, the dr knew how to get the patient out of any consequence that compromised his health. Could you clarify if there were any changes in the postoperative care of the patient as a result of the event? No, there were no changes.

Event description:
It was reported that the surgeon mentioned that the jaw of the instrument closed and then did not want to open, it was blocked and damaged two reloads of the inventory. They finished the surgery with another similar product. No patient consequences reported. No further information is available.